Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for a scheduled system implant procedure the following day. On (B)(6) two hours after the implant procedure was completed, the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted the following causes of death listed on the patient's death certificate: pulseless electrical activity, aortic stenosis and pericardial effusion.